Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #7, it was verified its non-osseointegration. Fifty (50) n.cm. Of primary stability was achieved. The patient presented bone type iii.